Event description:
It was reported that there was a black mark on the filter of a large volume infusor. This was observed after compounding with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 12, 2014 to december 13, 2014. The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed a loose black particle approximately 0.04 square mm in size located underneath the white filter. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.